Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed of lot 58700be00, lot contains the same bulk material as lot 58700be01, using panels which mimic patient samples using an in-house retained kit. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel and the lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected, and all specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv reagent lot 58700be01 was identified.

Event description:
The customer reported false non-reactive architect anti-hcv when compared to another platform. The customer provided the following data: architect result was 0.24s/co (reference range < 1s/co is non-reactive). Wantai result was 4.97s/co (reference range <0.9 s/co is non-reactive). The customer collected the sample and retest on the same platform instrument. The customer was performing further troubleshooting and obtained the following results: abbott result is 0.32s/co, which is negative. Another domestic brand, snibe, has a result of 15.3au/ml, which is positive. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 06c37-74 and there is a similar product distributed in the us, list number similar us ln 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive architect anti-hcv when compared to another platform. The customer provided the following data: architect result was 0.24s/co (reference range < 1s/co is non-reactive). Wantai result was 4.97s/co (reference range <0.9 s/co is non-reactive) the customer collected the sample and retest on the same platform instrument. The customer was performing further troubleshooting and obtained the following results: abbott result is 0.32s/co, which is negative. Another domestic brand, snibe, has a result of 15.3au/ml, which is positive. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.